Event description:
It was reported that the patient presented with back and radicular symptoms failing exhaustive conservative measures. The patient was diagnosed with l5-s1 spondylosis and underwent left-sided l5 and s1 hemilaminectomies with foraminotomy with microdissection and intraoperative fluoroscopy. An unknown time post-op, the patient was diagnosed with an infection, and underwent a wound revision 24 days post-op.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.